Manufacturer narrative:
This supplemental report is to correct the initial MDR. Date should have been (B)(6) 2017 instead of (B)(6) 2017.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon review of past interrogations, a gradual increase in threshold had been noticed. It was also noted that the lead was not capturing. Chest x-ray confirmed dislodgement. The dislodgement was likely related to a mechanical fall that the patient had suffered shortly after the implant procedure. Lead revision was not performed due to the patient¿s condition with unrelated neck pain and could not lay flat.